Event description:
The customer reported via phone call indicating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was 110 mg/dl. The customer stated that device keep asking him to chose 12 hour or 24 hour setup. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33 and displacement tests. No prime fill anomaly and no unexpected no delivery alarm noted. The insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.